Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose was 200 mg/dl. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
No motor error alarm was noted during testing. The insulin pump passed the rewind test, the basic occlusion test, occlusion test, prime/force sensor system test, the excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.